Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient via electrode pads, the associated defibrillator did not display an ECG signal. Complainant indicated that the patient expired prior to the medics arrival to the scene.